Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify evidence of a broken tip. The reported broken tip was not verified. However, the photo revealed fluid inside the bag that contains the device which suggests a leak may have occurred. The cause of the leak was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the tip of a singleday infusor was broken. This was noted prior to use. There was no patient involvement. No additional information is available.